Event description:
It was reported that the balloon did not deflate completely. A 6.00mm/2.0cm/50cm peripheral cutting balloon® otw was used to treat the target lesion. The device was deflated and when withdrawing the device to exchange for another balloon, the 7fr sheath was cut leaving a large longitudinal tear. The balloon was not completely rewrapped and it was possibly not completely deflated. It was noted that the balloon seemed normal and there were no parts of the sheath that were missing. There were no patient complications reported.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).